Manufacturer narrative:
Per the clinic, it was reported that the patient was hospitalized (specific date not reported) for administration of IV antibiotics. This report is submitted on may 06, 2024.

Event description:
Per the clinic, the patient experienced pain and infection at the implant site and was treated with IV antibiotics (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024 and there are plans to re-implant the patient with a new device after 3 months.

Manufacturer narrative:
This report is submitted on march 08, 2024.

Manufacturer narrative:
This report is submitted on april 05, 2024.